Event description:
Event description guidant received information that at explant of an implantable cardioverter defibrillator (ICD) due to normal battery depletion, this right atrial (ra) pacing lead was noted to be fractured.